Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had woken up with a low blood glucose of 36 mg/dl. They treated the low blood glucose with orange juice and 15 minutes later their blood glucose went up to 48 mg/dl. They declined troubleshooting for the low blood glucose. The customer also reported that there were scratches on the insulin pump¿s screen. They were unsure how the scratches occurred. They were advised to monitor the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Pump received with detached end cap. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to detached end cap. Unable to verify the compromised force sensor system alarm due to the detached end cap.